Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the spring wire broke during placement of the catheter. The pt was taken to interventional radiology where the wire was retrieved.